Event description:
Pt was on heparin drip via abbott IV pump. The pump was set at 5 cc/hour. Volume was 10 cc to infuse in two hours. Twently-five minutes after the r.n. Had checked the pump and verified the calculations, the pump screen was found to have zeroed out; no drug or bag volume and no rate.